Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A materials manager reported that an ophthalmic gas dispensing regulator would not dispense gas at all prior to surgery. An alternate regulator was obtained in order to perform the procedure. There was no patient involvement or patient impact with this reported event.

Manufacturer narrative:
The returned regulator from the reported lot number was received in good condition. It was noted that the o-ring for the connector was missing when received. The o-ring was replaced. The returned regulator was then put through final test and inspection. There was no gas flow through the regulator, confirming the customer's reported event. Disassembly of the returned regulator found that the plunger had become stuck. The plunger was freed and the regulator was reassembled. The regulator was again tested and met all release criteria. A review of the batch production record for the reported lot number was performed which confirmed that the product met specifications at the time of release. A review of the complaint records show no other complaints against the reported lot number. The root cause of the reported event can be attributed to the internal o-ring that became stuck after being in one position for some period of time and the lower output pressure is insufficient to get the o-ring moving properly. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).